Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.